Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: scratched case, cracked case at the battery tube side, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 11-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 11-sep-2025 in the pump history file and found 2 lost sensor alerts on 09/06/2025, 2 lost sensor alerts on 09/07/2025, 2 lost sensor alerts on 09/08/2025 15 nodelivery alarm on 09/09/2025 (during bolus/basal), 1 lost sensor alert on 09/09/2025, 1 lowbatteryalert (104) on 09/11/2025 11:14:00.000, 1 sensor error alert on 09/11/2025, 2 changebatteryfault (73) on 09/11/2025, 2 offnopower (11) on 09/11/2025, and 1 battoutlimit (6) on 09/11/2025. Earliest power data available per the power management tool/detail trace file is on 09/13/2025 9:29:57 am. There was no power data available for the date of 09/11/2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Damage-moisture not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis(dka). The customer also reported that the pump was exposed to pool water. The blood glucose value at the time of the event was 400 mg/dl. The customer experienced symptoms of feeling nauseous and vomiting with blurry vision during the event. The customer was hospitalized for greater than 24hours for the treatment of hyperglycemia and diabetic ketoacidosis(dka). The event involved product(s) mmt-1884, mmt-332a, mmt-397a, and mmt-7040a. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting could not be performed for moisture damage as the customer declined. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.